Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having intermittent difficulty charging the pump despite the attempt of multiple wall adapters. Customer reported blood glucose level of 113 (mg/dl). Follow up with the customer determined the pump was able to be charged successfully to 100%.